Manufacturer narrative:
Device manufactured between april 22, 2018 to april 24, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate leaked. It was further reported "there was fluid in the line". This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.